Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the full height drawer. A field service engineer replaced the interface board to resolve the issue. A field service engineer confirmed that there was a delay in the dispensing of the medication. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system had a hardware failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient there were no adverse events or injuries reported based on this incident.